Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe cramping, abdominal pain") and genital haemorrhage ("bleeding ") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain with menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure devices removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: further in fallopian tube about to perforate"), abdominal pain ("severe cramping, abdominal pain"), genital haemorrhage ("bleeding") and pelvic adhesions ("lysis of adhesions") in a 39-year-old female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herniated disc since (B)(6) 2017, body mass index normal, asthma and herniated disc. Concomitant products included bactrim (mortin), pamprin and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain with menstruation/dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2009, 9 months 14 days after insertion of essure, the patient experienced pelvic adhesions (seriousness criterion medically significant). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced endometriosis ("ductive system disorder or condition type of disorder or condition: endometriosis") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("hormonal changes describe: anxiety"), nausea ("nausea"), abdominal pain lower ("pain right lower abdomen"), groin pain ("groin pain") and back pain ("pain wrap around back"). The patient was treated with surgery (hysterectomy (full), exploratory laproscopic surgery, hysteroscopy, d&c), surgery (essure devices removal) and surgery (lysis). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, dysmenorrhoea, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, endometriosis, nausea, allergy to metals, fatigue, bladder disorder, urinary tract disorder, abdominal pain lower, groin pain, back pain and pelvic adhesions outcome was unknown, the dyspareunia was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs and medical record received: reporter information and new events: hormonal changes describe: anxiety, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, ductive system disorder or condition type of disorder or condition: endometriosis, migration of essure device location of device: further in fallopian tube about to perforate, nausea, nickel allergy, fatigue, vaginal discharge, bladder or urinary problems or changes, urinary problems or changes, pain right lower abdomen, groin pain, pain wrap around back were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: further in fallopian tube about to perforate"), abdominal pain ("severe cramping, abdominal pain"), genital haemorrhage ("bleeding") and pelvic adhesions ("lysis of adhesions") in a 39-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herniated disc since (B)(6) 2017, body mass index normal, asthma and herniated disc. Concomitant products included bactrim (mortin), pamprin and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain with menstruation/dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2009, 9 months 14 days after insertion of essure, the patient experienced pelvic adhesions (seriousness criterion medically significant). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced endometriosis ("ductive system disorder or condition type of disorder or condition: endometriosis") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("hormonal changes describe: anxiety"), nausea ("nausea"), abdominal pain lower ("pain right lower abdomen"), groin pain ("groin pain") and back pain ("pain wrap around back"). The patient was treated with surgery (hysterectomy (full), exploratory laproscopic surgery, hysteroscopy, d&c), surgery (essure devices removal) and surgery (lysis). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, dysmenorrhoea, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, endometriosis, nausea, allergy to metals, fatigue, bladder disorder, urinary tract disorder, abdominal pain lower, groin pain, back pain and pelvic adhesions outcome was unknown, the dyspareunia was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.